Event description:
Pt underwent focal ablation procedure developed mild narrowing of the esophagus which was successfully dilated and resolved. No dysphagia was noted during follow-up visit. There was no reported malfunction for the device, and no association between the event outcome and the device performance could be established.